Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted swirling marks at both sides of the viewing prism surface on the received mcgrath blade. The blade was then connected to a test mcgrath with no issues in fit. However, the camera's view was clearly obstructed by the markings on the blade. To verify whether the anti-fog coating was applied, the mcgrath was then installed in a cap for a beaker filled with water, where in-air temperature was heated to approximately 35 degrees celsius as measured using a dmm (cl-15217) for anti-fog testing. No condensation was found on the blade prism immediately after removal of the mcgrath from the beaker cap. It was reported that the video laryngoscope's screen was foggy using the reported blade. The anti-fog coating was not applied properly, so it was hard to see the screen. The lens itself was fine. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the video laryngoscope's screen was foggy using the reported blade. The anti-fog coating was not applied properly, so it was hard to see the screen. The lens itself was fine. The blade was replaced. There was no patient injury.